Event description:
The scrub nurse reported that during a liver resection using a force argon unit and a force 2 electrosurgical generator, a pt bled to death. The surgeon thought it was due to faulty equipment; although the nurse reported bleeding started prior to the equipment failure. The equipment only worked for approximately six sprays and quit. During testing of the equipment, the handset would not fully seat in the electrosurgical adapter and internal arcing was heard.